Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance values of greater than 3000 ohms. There were stored episodes with noise on the rv channel which resulted in oversensing and pacing inhibition of greater than 2 seconds. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this lead remains in service.